Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 207236, expiration date 03/31/2011). (B)(4).

Event description:
Customer reportedly received results of 0.9 mmol/l, 1.2 mmol/l, and 4.3 mmol/l on compact plus system 1 and result of 4.6 mmol/l on compact plus system 2 within 10 minutes. Customer reported consuming biscuits after obtaining the reported values. No adverse event reported. Requested return of suspect device and replacement was sent.